Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative that the rt205 adult ventilator circuit failed the pre-use ventilator leak test prior to patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section g4: the rt205 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: the subject rt205 adult ventilator circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.